Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low flow alarms on (B)(6)2023. The patient's driveline had visible kinks; however, wire damage was not confirmed. A right heart catheter (rhc) and computed tomography scan were performed, and the patient was given fluids; however, the low flow alarms did not resolve.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the patient's modular cable and system controller were exchanged for troubleshooting the low flow alarms, but the alarms persisted. A computed tomography angiography (cta) was performed, which found a thrombus in the outflow graft (ofg). However, the patient underwent a pump exchange on (B)(6) 2023, and it was discovered during surgery that the obstruction was an extrinsic outflow graft obstruction. The original ofg was not removed. It was attached to the floor of the chest wall and the heart. It was cut vertically and cleaned out and the excess that could be cut was returned for evaluation. There was no visible thrombus within it.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed the reported low flow alarms. Evaluation of heartmate 3 left ventricular assist system, serial number (B)(6) confirmed an extrinsic outflow graft obstruction. Additionally, the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the reported kinking of the driveline. The controller event log file contained events from 25oct2023. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header. A distal portion of the pump cable was returned in two segments, measuring approximately 1¿ and 16¿ (with the inline connector), respectively. The modular cable was returned with the controller prior to the pump¿s return. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. An additional 3¿ portion of the outflow graft material was also returned. The apical cuff was returned secured with the cuff lock fully engaged. Approximately 3.5¿ of the sealed outflow graft was returned with the outflow graft bend relief properly engaged to the graft hardware. Upon removal of the bend relief, a lengthwise crease was observed in the outflow graft material. An accumulation of smooth, tissue growth was observed on the exterior of the graft which had filled in and formed over the crease. The lumen of the outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. These findings are consistent with an extrinsic outflow graft obstruction during support. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual and microscopic inspection of the underlying wires revealed no obvious signs of damage to the wire insulations or the underlying conductors. The pump cable was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the wires. Incidental finding: during functional testing, it was noted the pump was unable to reach maximum speed due to an issue with the bearing phase currents the i3 and i4. There were no related issues reported during support, and review of the log files revealed this issue was not present when the pump was in clinical use. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels, and to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.